Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the proximal portion of a nc quantum apex balloon catheter. The shaft is torn/separated and the distal portion of the shaft and balloon were not returned. There is a presence of contrast media in the inflation lumen. Although it was reported that the device was not used, the presence of contrast media in the lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft and inner shaft were microscopically examined. The shaft was completely separated 118.9cm from the hub and the distal shaft and balloon were not returned for analysis. The fractured/separated end of the shaft was stretched and jagged which indicates the shaft separation was due to tensile forces. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The shaft is also longitudinally torn from the exit notch to the separated end of the shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 12-dec-2017. It was reported that the balloon was defective. During unpacking of a 30mm x 3.00mm nc quantum apex¿ balloon catheter, it was noticed that the device has no balloon on it. No patient complications were reported. However, returned device analysis revealed shaft detachment and shaft perforation.